Event description:
A doctor reported that during implantation of an intraocular lens (iol) a foreign material which seemed like a coating agent of cartridge was found to be adhered to the intraocular lens surface after implanting. Intraocular lens serial number and cartridge manufacturing lot were unknown. Since a video was not available, it is currently under observation, and there is no particular problem so far. The iol and cartridge are considered to be suspected products by the doctor. The surgery was completed by removing the foreign material through irrigation/aspiration. The iol is not available as it still remains in the patient's eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).